Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the inner ring of the shell was jammed.

Manufacturer narrative:
The bipolar metal shell was returned for review. The lock ring was removed and inspected. It was noted that the lock ring has gouges. The dimensions were found conforming to print specifications where measured. Review of the device history records for the shell identified no deviations or anomalies in the manufacturing process. This device is used for treatment. Complaint history search revealed no additional complaints for the part and lot combination. During assessment it was noted that the manufacturing and inspection process for lot 62330853 contained the necessary controls in place to capture the reported non-conformance. Step by step assembly instruction and instruction for checking the position and condition of the locking ring prior to assembly are provided both in the surgical technique and package insert and there is instruction for checking the position and condition of the locking ring prior to assembly. Investigation determined that the reported failure mode could not be correlated to the manufacturing process. Further operator awareness was conducted on march 24, 2016 for the personnel directly responsible for assuring the quality of product and prevention of similar complaints. As noted in crc 16-022, the marks/gouges found along the side of the locking ring from the returned device is indicative of inappropriate handling of the device, which occurred during the re-adjusting of the ring into the metal groove of the cup. With the information provided a definite cause could not be determined.

Manufacturer narrative:
This report will be amended when our investigation is complete.